Event description:
This was a diagnostic case, left heart catheterization, performed on (B)(6) 2013. The patient was not obese. Manual compression was held for 7 minutes and the patient was ambulated (moved to a wheelchair) after 60 minutes. Time to discharge was within 15 minutes of ambulation. The patient returned to the hospital on (B)(6) 2013 complaining of symptoms and a hematoma. On (B)(6) 2013, an ultrasound performed revealed a hematoma (5cm x 3cm), but no pseudoaneurysm. The patient was discharged on (B)(6) 2013 and recovered without further sequelae. The physician attributes the observed hematoma to the premature discharge.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is premature discharge.